Event description:
Additional information was received from company representative stating that the actions/interventions that were taken that resolved the issue was the pump was removed on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via the company representative (rep) regarding a patient receiving intrathecal m edication via an implantable pump for spinal pain indications. It was reported that the patient's pump wound had not healed since implant in july. The company rep stated at one point it was cultured and they determined it was infected but exact date was not known. The company rep stated patient's insurance was asking for pump warranty information. 2025-10-03 rtg0905145 (hcp): document contained no new information regarding the event.